Event description:
It was reported that the micro reciprocating saw heated up during a rotator cuff repair procedure. A back-up device was used to complete the procedure successfully, without injury or adverse consequence for the pt or user.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered within internal components of the device. Corrosion can cause increased friction between rotating components, which can cause heat to be generated.